Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurring alert 38 motor stall events over several days, consistent with a failure to infuse associated with the pump motor component, and the alerts reappeared after device restarts. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified in conjunction with a failure to infuse traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.